Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the receiver's display screen became frozen. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and a reason error recovery and screen recoverable error alarm were observed. The reported event of a frozen screen display was confirmed during log review. A root cause could not be determined.